Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and during visual inspection no issue was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed all test. The complaint was confirmed but not replicated based on failure analysis. As a result of these investigation, failure analysis was able to conclude that the parallelogram assembly was found to be the possible root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the customer reported to technical support engineer (tse) that they were getting multiple 319 errors on universal surgical manipulator (usm) 4. The customer power cycled the system multiple times however the issue persisted. The customer disabled the usm 4 however all 4 usm arms were needed for the procedure. The procedure was aborted with no patient involvement with no reported injury.